Event description:
A patient in a nursing facility was having trouble breathing, he went in to respiratory, then cardiac arrest approximately 30 minutes prior to the arrival of paramedic rescue. The patient was pulseless and apneic, facility personnel were performing manual CPR. Paramedics took over CPR and attempted to switch to mechanical CPR using the thumper. After set up for the patient, the unit was tuned on but the operator was not able to initiate compressions. The unit was removed and manual CPR continued. The patient did not survive.

Manufacturer narrative:
This device was returned to mii and extensively evaluated and tested. The complaint could not be confirmed. The unit operated fine although slightly out of specification. Evaluation summary: thumper (B) (4) was returned to michigan instruments, inc. For evaluation. The complaint was that the unit would not perform compressions when the chest depth needle valve (cdnv) was advanced. Initially, the unit was powered up and found to be running correctly. It was performing chest compressions and ventilations properly. Longer term testing over several days was done and the reported problem was not able to be duplicated. Additional testing found that although the unit did perform proper CPR as designed there were several parameters that were slightly out of specification. The cdnv adjustment was more sensitive than expected which is an indication of wear (normal) in the turbin valve. The compression rate is a little slow at 94.2 compressions per minute and the ventilation volumes are high. The device has been repaired and calibrated.